Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that possible pannus/thrombus and possible plaque/thrombus were observed on computed tomography (CT) scan. It was further reported that protruding annular calcification under the left coronary cusp (lcc) and non-coronary cusp (ncc) was observed extending into the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.

Event description:
Additional information was received that no present of thrombus was confirmed. The failure mode of the valve was severe central regurgitation. Subsequently, 5 years and 4 months following the valve implant, a non-medtronic valve (23 millimeter (mm) edwards s3) was implanted.

Manufacturer narrative:
Update data: b5 concomitant medical product: product ID 23 mm edwards s3; product lot/serial number ; product type: heart valve; implant date: (B)(6), 2024 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five years and three months following the implant of this transcatheter bioprosthetic valve, the valve failed. The failure mode was unknown, however speculated to be aortic insufficiency due to there being no calcium seen on the computed tomography (CT). Patient was scheduled for imaging team analysis prior to proceeding with the treatment plan as intervention was required. Per the physician, the valve caused or contributed to patient symptoms. No additional adverse patient effects were reported.